Event description:
The user facility originally reported that the "clamp came loose during a case". (B) (6) 2008, additional information. The surgeon reports that when first positioning the patient's head in the mayfield skull clamp for a posterior cervical fusion there was an initial slip when he first locked the head in place. He then rechecked and relocked the clamp with 60-80 pounds torque "close to 60 pounds." He stated that during the procedure, the head moved. At the end of the procedure, he noticed that the clamp indicated 20 pounds torque. He reported that there was a small laceration that required one staple to close it.

Manufacturer narrative:
The mayfield clamp was retuned to the manufacturer. The unit was cleaned per the manufacturer's protocol (B) (4). The unit was put under pressure and the slippage condition could not be duplicated. The 80# torque knob tested good under pressure. The ratchet extension arm had no visible cracks and the lock has a little rotational movement. The large starburst teeth show some wear, but are still functional. The rocker arm passes go no-go gage. All other components are functional. General maintenance and cleaning were required.